Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated, as the issues were identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported that the brakes do not remain engaged or there was reduced/inadequate brake force. There was no patient involvement.